Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up. Communication with the customer company representative regarding the laser system unit , the following information conveyed: the laser unit was inspected by the facility biomed to make sure no damage on the unit. There are no issues noted and the device is operational and is back in service. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, a root cause for the fiber sparking could not be determined. There was no device returned, therefore a physical evaluation of the console could not be performed. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device (laser system) on this report was not returned for evaluation. Follow up is in progress . Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported the fiber sparked during a case (therapeutic laser lithotripsy). Per the report, dr. Stepped on the pedal there was a flash of light, and a popping noise, fiber separated at the hub. The fiber was replaced and the intended procedure was completed using similar device. There was no patient harm, no user injury reported due to the event. This event included two reports: report with patient identifier (B)(6) (laser system tfl-pls, (B)(6) ). Report with patient identifier (B)(6) (laser fiber tfl-fbx200s, lot kr263459). This report being submitted is for report with patient identifier (B)(6) (laser system tfl-pls, (B)(6) ).